Event description:
It was reported that customer experienced cgm error message identified as error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, confirmed error message did not reappear, and then successfully started new sensor session.